Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7103425, UDI: (B)(4).

Event description:
It was reported that the patient experienced a rib stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.